Event description:
It was reported the physician placed a lead for a trial procedure. The lead was tested and showed high impedances. The physician removed the lead and implanted a new lead which provided effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.